Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 5.2 a retainer ring = black case type = ngp customer returned pump for alleged pump error 15 found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 15 alarm noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 15 on the event date of 12/16/2022 at 23:11:17.000 or 11:11:17 pm due to a possible software anomaly (file number: 0, line number 1935, esf# : (B)(4)). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, stained keypad overlay, keypad overlay texture damage, and corroded battery tube. Pump error 15 was confirmed in the history files and traces due to a possible software anomaly (file number: 0, line number 1935, esf# : 3764385). Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer received pump error 15 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will be returned for analysis. The customer will discontinue using of the device.